Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the air/water supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign object inside the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the bending section cover adhesive was chipped; the water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was corroded and dirty due to water leakage; the electrical contact of the endoscope connector had a discolored area; the image guide protector had a cut; the forceps channel port was shaved; switch#4 was worn; the upward/downward knob was corroded; and the control unit was discolored. Lastly, there were scratches on the following parts: the suction connector, the electrical contact of the endoscope connector, the scope connector cover unit, the protector of the universal cord on the suction connector and on the control section side, the universal cord, the grip, the scope cover, the switch box, switch#1, the forceps elevator lever/knob, the upward/downward knob, the right/left knob, and the control unit. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution but it is unknown if they immersed the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle could not be specified. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif-1200n describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a defective air and water supply. This was found during preparation for a diagnostic procedure. The intended procedure was completed with no delay, using another device. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.